Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-dec-2022. H6: investigation summary a sample was received and investigated by our quality team. The set was infused with saline solution and a leakage at filter was noticed when there was no flow through the set- occlusion of some sort. The tubing was then visually analyzed under microscope and the root cause of this verified issue was found to be an excess application of solvent to the tubing- filter junction during production of this set. The manufacturer has been notified of this event and is taking active measures to eliminate the further occurrences of this failure. A device history record review for model 11532269 lot number 22065443 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked during use. The following information was provided by the initial reporter: "we recently had a report of a leaking extension set... It looks like when the team was trying to prime the set the filter would not allow normal saline to pass. All clamps were open. When the team tried another set, it works fine."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked during use. The following information was provided by the initial reporter: "we recently had a report of a leaking extension set... It looks like when the team was trying to prime the set the filter would not allow normal saline to pass. All clamps were open. When the team tried another set, it works fine."